Manufacturer narrative:
(B)(6). An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number (B)(4) and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient underwent a persistent atrial fibrillation ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered an arrhythmia and heart block requiring surgical intervention. Atrial flutter (afl) might occur when pentray was used in the left atrium after the end of box isolation. After that, afl stopped spontaneously, but around this point, began to heart block, however, a pacing was captured. After that, at around 300 ms occurred near cs dis-pro, so mapping with pentaray was performed. Anterior line was created, and ablation was conducted. At was terminated. However, an electrical signal that delayed conduction was confirmed at cs1 -2, so when the physician tried the cs approach with ablation catheter, a-wave block occurred again. Then, mapping of the right atrium was performed, and the physician confirmed that there was a voltage around sn and his. There was no problem in h-v interval. Temporary pacemaker was inserted because the patient had a tendency toward bradycardia ordinally at the time of at termination. The physician commented that the block was not caused by ablation around bachmann¿s bundle. The events occurred after conducting ablation of box and anterior line creation, when bringing ablation catheter close to os for cs approach. Ablation catheter was not able to be delivered to cs, and ablation was abandoned. Treatment for persistent atrial fibrillation was completed without any problem. Clinical course: due to the effect of the drug and a tendency toward bradycardia at the time of termination, the patient was followed up with temporary pacemaker insertion (vvi). The physician's opinions on the relationship between the event and the product is that the event was not due to the use of the product. No abnormalities were observed prior to use, or during use of the product. The complaint products will not be returned for analysis. The patient outcome of the adverse event was improved. No further information is available.

Manufacturer narrative:
Additional information was received on 2-oct-2022. The patient did not require extended hospitalization because of the adverse event. No relevant tests/laboratory or history. The patient weight was provided. Therefore, a4. Weight of the patient and a4. Weight unit were updated. The physician¿s name was provided. Therefore, the e 1. Initial reporter title, e1 1. Initial reporter first name, e 1. Initial reporter last name, e 2. Health professional?, and e 3. Initial reporter occupation, and g 2. Is report source health professional were updated. A smartablate generator was used. Therefore, the concomitant product section was updated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).